Event description:
It was reported that the patient experienced lack of coaptation in the cuff of an artificial urinary sphincter (aus) due to device leak from an unknown location. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The patient did not experience any further known complications. No more information available at the moment, further information was requested. It was further reported that there is no more information available regarding the case. No more information available at the moment. Should additional information become available, it will be provided.